Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Three screws were used for foot arthrodesis. During drilling for the third screw, the drill contacted already inserted two screws and the tip of the drill was broken. The screws was damaged and could cause metal fragment and remain in the patient's body. The third screw was inserted in the patient successfully to complete the case. No symptom was noted with the patient, but the surgeon said that there is a...